Event description:
The following has been reported: lvp was found alarming with frozen screen. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). Unknow if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate the issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions are required at this time since pump was not returned and complaint was not confirmed or refuted.